Manufacturer narrative:
H3: product analysis as found condition: the rist catheter was returned for analysis within a shipping box, a primary plastic bio-pouch, and a secondary plastic pouch. Damage location details: dried blood was found in the rist catheter hub. The rist catheter body was found to be damaged (broken) approximately 12.5cm from the proximal end of the catheter hub. The catheter hub did not show any damage. The rist catheter distal tip was in good condition and had no damage. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed. The rist catheter body was found to be broken, and it is believed that the break occurred due to force being applied to the catheter during adjustments. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that as the rist catheter was being adjusted, it snapped. There was no friction or difficulty during injection. There was no force applied during delivery/removal. The rist tip was not entrapped and there was no vasospasm. The rist was not stuck inside of the guide catheter. There was no additional surgical or medicinal intervention required. The break was in the proximal section. The rist and any accessories were prepared as indicated in the instructions for use (IFU). The rist was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for radial access for a pipeline placement. The access vessel was the radial artery. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a phenom 27.

Event description:
Additional information was received from the manufacturer's representative stating that the rist catheter was still partially attach ed. The break occurred during the removal of the catheter because it was not staying in place in order to deliver the pipeline. After the rist catheter broke, it was switched for a bmx 81. The rist catheter was removed with no fragments remaining. It was further stated by the initial reporter that the rist catheter was not supportive enough for a type 3 arch.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.